Manufacturer narrative:
This case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6) .

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 450 mg/dl (strip lot 497254) and 124 mg/dl (strip lot 497619 ). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.